Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria the samples were visually inspected. The balls in the drip chambers, check valves moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housings were in good condition. A calibrated console representing the current software version was used to test the samples. The led rings on the console turned green as the probe connectors were engaged to the console, indicating the proper communication between the probe and the console. Sample one could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed, after functional test had completed. For sample 2, the infusion port on the cassette body was cracked. The sample failed in submerge leak test. To avoid damage, the cassette was not tested on the console. The root cause of the customer's complaint, is due to a error during the molding assembly of the cassette. The source of this defect is related to an error in the molding and assembly process during manufacturing. Action will not be taken for this occurrence. After an investigation of this complaint and analysis of complaints of this nature confirm, no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that leakage occurred from the lower part of the cassette during test. The product was replaced and the procedure was completed.